Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the blurry image was due to a damaged circuit board; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use warnings and cautions. During the device evaluation, service found the adhesive around the light guide lens was discolored. The cover at the distal end was damaged. The rubber adhesive in the bending section was separated. The insertion tube was deformed and had dents. The control unit grip was scratched. The paint was peeling off the air/water cylinder and suction cylinder. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device had no video connection. There was no clinical impact reported due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, service observed a blurry image due to a damaged circuit board. This report is being submitted for the blurry image.